Event description:
The patient had an uneventful endometrial ablation for treatment of menorraghia. A post-ablation hysteroscopy revealed a small area of the uterine cavity that the physician assumed to be untreated endometrium. The physician performed a d & c and decided to repeat the ablation. Prior to the application of energy, the cavity integrity assessment (cia) alarm warned the physician of a possible uterine perforation. Without further hysteroscpic evaluation of the uterine caavity to be absolutely certain that no uterine perforation had occurred, and in contradiction to the instructions for use, the physician overrode the safety/warning feature (cia) and proceeded with the treatment. Hysteroscopy following the second ablation revealed a uterine perforation. Diagnostic laparoscopy revealed thermal injury to the bowel. Bowel repair and hysterectomy were performed and the patient is recovering normally.